Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, the reported issue (foreign material in channel) was not confirmed. It was suspected that the foreign material may have been flushed out or removed at the customer site while reprocessing, prior to the return of the device. In addition, service found the bending angle in the up direction was out of specification due to wear of the angulation wire, and the adhesive on the bending section cover was chipped. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported when the subject device was being brushed during reprocessing, black debris (foreign material) was observed coming out of the channel. The customer did not specify which channel. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed/reproduced, and therefore the cause could not be further presumed. Olympus will continue to monitor field performance for this device.